Event description:
Homechoice machine was received in largo receiving for a pt who has dropped out of peritoneal dialysis. The hp's nurse stated she could not give specific information regarding the hp because she no longer had the hp's file since the hp was no longer on pd. The hp's nurse did state that she remembered the hp recovered from the peritonitis episode, but did have to have his catheter removed.